Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. In the test, the air/water channel of the subject device tested positive for corynebacterium species (27cfu/endoscope). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during surveillance culturing at the user facility, the new endoscope tested positive for (B)(6). After that, the user facility conducted the re-test three times, and the subject device tested positive for (B)(6) and bacillus sp. The subject device tested positive for (B)(6) on (B)(6) 2017. The subject device tested positive for (B)(6) and bacillus sp. (11cfu) on (B)(6) 2017. The subject device tested positive for unspecified microorganism (>100cfu) on (B)(6) 2017. The subject device had never been used to a patient and there was no report of infection associated with this report. The user facility reported that the subject device was reprocessed using an olympus automated endoscope reprocessor model etd-3 (not available in the USA).

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. After the first microbiological test by a third party laboratory, the subject device was reprocessed by olympus (B)(4). (B)(4) sent again the subject device to a third party laboratory for microbiological testing. In the test, the suction channel of the subject device tested positive for bacillus spp. Mesophiles (1 cfu/endoscope).